Event description:
It was reported that the cap of a small volume folfusor was loose. The reporter stated that the cap turned when it was twisted, but couldn¿t be twisted off. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot 13n013 was manufactured december 2, 2013 ¿ december 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.